Event description:
The customer reported a leak around the threads of the valve. The customer stated that " the i.v. Lock was placed and blood began leaking around i.v." The event occurred in the emergency department. There was no report of patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.